Event description:
On an unknown date following an interventional procedure, the physician successfully closed an arteriotomy site with an unspecified closure device, reported to be a perclose product. It is unknown whether fluoroscopy was done prior to the procedure and what any results were such as the location, size, and condition of the artery. The pt went home the day of the procedure and began to experience pain at the target groin site "right away". Reportedly, on an unknown date, she presented to her dr's office where a doppler was done and she was told her artery was "stitched together". Surgery was reportedly scheduled for one (1) week later but then "cancelled until the next week." The pt states that her artery was "shredded", she required a "bovine patch"; and remained overnight in the hospital. She states that she now has "major nerve damage and is still in pain". Although requested, no additional information was provided.